Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm in the pt's eye with no problems. However, the pt jerked her head to the side quickly making the lens come out. The surgeon attempted to reinsert the lens, and it wouldn't unfold in the eye. There was no pt injury.

Manufacturer narrative:
Lens wouldn't unfold. Eval results - a visual inspection of the returned lens shows a small portion of a plate haptic is torn off and is missing. There is a clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.